Manufacturer narrative:
The customer reported evaluating the device and has cycled the device for approximately 11 days. The customer has not duplicated the reported auto rate change. The customer reported planning on performing preventative maintenance on the device and returning it back into service. The customer has not requested a return good authorization (rga) for an analysis. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported while in use on this ventilator device, the set breath rate of 35 was found at 40 in one instance and the customer changed it back to the medically prescribed rate. However, the rate was found at 50 in another instance however, the rate was set at 45. The device was removed from service. The customer stated no patient harm or injury was associated with this event.